Event description:
Emergency medical service personnel were attending to a patient, condition unknown. Allegedly during an attempt at delivering defibrillation therapy, the device lost power each time it started to charge. The operator switched to each of the three batteries and the scenario repeated with each battery. A back up device was available and used to continue treatment; however, the patient was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the reporter's assessment of the patient's lack of viability and the availability of a back up unit.